Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service representative (fsr) report: the fsr evaluated the suspect device and found that the diaphragm valve was in reverse. The fsr reattached the diaphragm valve properly and performed an extended self-test (est) and operational verification procedure (ovp). The fsr brought the device within manufacturer specifications.

Event description:
The customer reported that when they were performing a batter test, the vela ventilator was alarming transducer fault. The customer reported no patient involvement or allegation of patient harm.